Event description:
It was reported that the customer had passed away on (B)(6) 2022 at hospital. The customer was hospitalized on an (B)(6) 2022 due to high blood glucose. The cause of death was cardiopulmonary arrest and acute renal failure. The customer blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensor. It was unknown whether the auto mode was active or not at the time of death. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. The customer passed away on (B)(6) 2022. The customer was hospitalized for high bg's. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. History download was successful using thus and carelink upload was successful. Device did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the date (B)(6) 2022 and the days prior to that date. There was no data listed after (B)(6) 2022. (B)(6) 2022 dailytotalofallinsulindelivered = 18.55; (B)(6) 2022 dailytotalofallinsulindelivered = 18.55; (B)(6) 2022 dailytotalofallinsulindelivered = 18.55; (B)(6) 2022 dailytotalofallinsulindelivered = 18.55; (B)(6) 2022 dailytotalofallinsulindelivered = 18.55; (B)(6) 2022 dailytotalofallinsulindelivered = 13.875; (B)(6) 2022 dailytotalofallinsulindelivered = 0. Device passed the functional testing. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in description summary and provided in b5 section of this report.

Event description:
Customer was admitted on (B)(6), 2022 for high blood glucose of 700mg/dl. The insulin pump was worn at passing. Sensor was not used. So, per caller, auto mode was not used.